Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was ordered for replacement to resolve the issue. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
During device testing a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.